Event description:
Patient in the operating room, getting ready to do the case; resident prepping the eye, when there was a loud boom. Ceiling microscope light bulb blew up, glass shattered to pieces everywhere on the floor, other equipment in the room and back table. New set up opened. Charge nurse notified. Biomed notified. Zeiss company notified.